Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pocket was revised due to an infection. The pocket was cleaned out, and cultures were taken. It was further reported that the patient's pocket would not heal. The ICD system was explanted. No further patient complications have been reported as a result of this event.